Event description:
The customer reported less than twenty (20) milliliters of clenz cleaning solution leaked outside the instrument with lyse temperature system errors involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated as samples were not analyzed at the time of the event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The instrument was not in use.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing through pinch valve pv37 was cut. The fse replaced the tubing and resolved the fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).